Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the representative was testing the navigation system and imaging system and noticed that the camera wasn't connecting. The representative stated that their was a green light and two red lights on the camera itself. The ndi tool box stated that their was no camera present. There was no patient present when this issue was identified. The representative replaced the router but the issue was not resolved. Technical services (ts) had the representative bypass the interconnect cable and commutation was established and everything worked. Technical services (ts)found the interconnect ethernet cable was not plugged into the correct spot on the router. After confirming ethernet cables in the router and restarting the system, the cart monitor displayed black and the camera was beeping. After more troubleshooting by bypassing the pcoip and o-ring did not solve the fault light and the camera still has no connection. The representative bypassed the camera chain and it fixed both camera fault and the connection issue on the cart monitor.

Manufacturer narrative:
Continuation of d11 part number: 9735799 lot number: 1508350993500513 h3 analysis was completed and it was noted that there was an electrical failure. It was noted that when power was applied the unit would not boot up properly and the link and activity led would stay on solid. After a reboot unit powered on as expected and was able to be re-configured successfully, after a few more power cycles the unit went back into the initial state where it wouldn't boot medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware components were replaced. The system then passed the system checkout and was found to be fully functional. Analysis on the returned camera cable, pcoip, main camera to system cable, and router was tested through functional testing and visu al/physical examination. Analysis states that there were no failure found. Analysis on the returned camera ethernet cable resulted in an electrical failure that was found through functional testing and visual/physical examination. Analysis states that the cable failed the continuity test with an intermittent open on pin 1. If information is provided in the future, a supplemental report will be issued.